Event description:
It was reported that an nibp hose, small adult cuff, and spo2 finger sensor were used. When removing drapes, post office redness (spots) seen on right forearm below bp cuff. Warming blanket on upper body of pt. There was a pt injury reported. Seven to 8 spots were noted over a 6 inch long by 2 inches wide strip, some with blisters, on the right inside forearm. The largest spot was 1 cm x 1 cm. Wound was monitored. No treatment provided. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.